Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the patient's procedure was delayed, but it was confirmed that no patient harm occurred. A philips field engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting actions determined that there was a malfunction with the host pc. The fse replaced the host pc. After the host pc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported that the system's display screen suddenly went black.the device was in clinical use at the time of the reported event. No harm was alleged.a philips field service engineer (fse) inspected the system onsite and replaced the host pc which returned the device to use in good working order.